Event description:
Complainant alleged that medics responded to a call for a pt who had nearly drowned. (Age unknown). The device was attached to the pt via electrode pads and the medic began pacing the pt's heart rhythm at 80 beats per min at 140 milliamps. Electrical capture and twitching was noted from the pt's left arm. Approx ten minutes after the pacing of the pt had begun the medics noticed that the twitching from the left arm had ceased and no carotid pulse was present. The device was noted to display a paced rhythm in the "80's" with electrical capture. The medic checked the electrode pads on the pt and found no fault. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.